Event description:
Related manufacturer reference number 3006705815-2022-17183, related manufacturer reference number 3006705815-2022-17186. It was reported that the ipg could not be set into MRI mode. System diagnostics recorded high impedances. As a result, surgical intervention was undertaken wherein the entire system was explanted and replaced. The issue was resolved.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The report of high impedance was not able to be confirmed. Analysis of the returned ipg found that it was in service app due to failure to launch therapy application. Device is not recoverable and was not able to be functionally tested. One of the leads returned with this device was found to have multiple broken wires which would cause the high impedance and issues with setting the ipg to MRI mode.